Manufacturer narrative:
Block e1: this complaint was reported via the legal process. The implant surgeons are: dr. (B)(6). Block h6: patient code e1405, e2006, e2330, & e1309 capture the reportable events of dyspareunia, erosion, pain, and urinary retention. Impact code f19 captures the reportable event of surgical intervention on (B)(6) 2021 conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a tot (transobturator tape) plus cystoscopy procedure performed on (B)(6) 2012 for mixed urinary incontinence. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; thigh pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence surgical interventions: on (B)(6) 2021 the patient underwent further surgery under general anesthesia for the following purpose: stretched as bladder wasn't emptying.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx implant was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; thigh pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery under general anesthesia for the following purpose: stretched as bladder wasn't emptying.